Event description:
Initial info was received from the study investigator on 12-aug-2010: (B)(4). This pt was enrolled in an open-label registry study of the facial lipoatrophy correction experienced with sculptra (poly-l-lactic acid) in subjects with human immunodeficiency virus (faces study). A pt received injectable poly-l-lactic acid (sculptra) therapy (lot # a7023, exp date november 2009) on an unspecified date. The principle investigator noted a new papule on the left chin (not in injection site) on 03-dec-2009. No further relevant info was reported. Reporter causality assessment: the investigator considered the papule as associated with poly-l-lactic acid treatment. Company causality assessment: sanofi-aventis considered the papule as associated with poly-l-lactic acid treatment.